Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [poor image not working well] was confirmed. According to henke: scope evaluated as a level 3. Dent; tip/fiber damage; chipped/scratched distal negative lens; residue on external optics. The complaint for ¿wasn¿t working well, vision¿ has been confirmed. Probably root cause for this failure is: customer use and handling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a poor image during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports."

Event description:
It was reported that there was a poor image during the procedure.